Manufacturer narrative:
H6: conclusion code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transcutaneous vertebroplasty at t11 for primary osteoporosis. Type of fracture is compression fracture. It was reported that early hardening of cement occurred. The surgery was performed at a room temperature of 23°c. After 6 minutes of mixing, the appropriate viscosity was confirmed, and the filling was started, but by 7 minutes, the cement could not be filled using bfd. A new kit was opened and the procedure was repeated. After 8 minutes of mixing, the appropriate viscosity was confirmed, and additional filling was completed without issues. There was an overall delay of less than 60 minutes as a result of this event. Additional information was received from the manufacturer representative stating 3cc of initial cement could be used.1.5cc of initial cement which is contained in bfd was collected and sent to japan qa. And slight volume is also included in the mixer which was collected. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4. Please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of product no: c01a-j, lot no: el70348 visual inspection confirmed the cement has been used and mixed. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.